Event description:
It was reported that during a rectum procedure, staples were malformed. Completed the procedure with the manual sutures. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.